Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to bad fit with shaft or no drainage eye or poorly seated balloon or bladder neck interface. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter was leaking and noted it was the fourth one in the last few months that had leaked. Hence the customer had to remove it and replaced with a regular foley. Per follow up it was reported by one nurse and stated that they did not have the package or product to provide.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was leaking and noted it was the fourth one in the last few months that had leaked. Hence customer had to remove it and replaced with a regular foley. Per followup, it was noted that was only been reported by one nurse. Also they didn't have packaging or product to provide.